Event description:
It was reported that the insulin pump delivered 10.0 units more then should. The customer experienced hypoglycemia and had to call the emergency few days ago. The customer connected the device again and the problem repeated. It was state that the insulin pump delivered insulin very quickly and she could not stop it, she had to remove the battery to end it. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.